Event description:
It was reported that during a required post-training software update the ilet prompted a supply change, and during the fill tubing step the touchscreen became unresponsive on the confirmation prompt, preventing completion or exit; a replacement ilet was arranged and the user retained charge on the original device. Symptoms included no adverse clinical effects. Outcomes included no changes to therapy, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, review of device use during supply change, and arrangements for device return logistics. Investigation of this case revealed a device user-interface malfunction consistent with a screen or input responsiveness issue during the fill tubing workflow, implicating the pump user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen interface during a setup procedure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.